Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line extension became disconnected from the transfer set. The technical service representative assisted the caregiver with clearing the alarms. The caregiver would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the known cause of this alarm is the disconnection. Should additional relevant information become available, a supplemental report will be submitted.